Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this lead exhibited helix extension and retraction issues, along with high out of range pacing impedance measurements and no capture. The lead was attempted to be removed and replaced, when helix retraction issues contributed to a more forceful removal which in turn resulted in a small portion of cardiac tissue left entwined within the tip and was removed along with the product. Another lead was successfully implanted and there were no additional adverse patient effects reported. The attempted implant lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.